Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported, the patient was admitted to the hospital and diagnosed with an infection at the ipg site. No further information is known at this time.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was hospitalized. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.